Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer found the duplicate pocket and the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer contained duplicate pockets. The customer reported that the auxiliary drawer 1, pocket 2.1 had multiple duplicate pockets on the pyxis server and at the medstation, which led to the incorrect pocket being opened and medication dispensing process was delayed. There were no adverse events or injuries reported based on this incident.